Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary bd received one sample and one photo for investigation. After analyzing the customer photo, foreign matter was observed at the bottom of the tube. The returned sample underwent a visual inspection for foreign matter and failed the inspection. Additionally, 30 retained samples were visually inspected for foreign matter, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen inside of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen inside of one (1) tube. No adverse impact was reported regarding the patient or user.